Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 69.5 and 137.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly. The inner diameter (ID) of the introducer sheath was measured and found to be within specification. The outer diameter (od) of the pusher assembly mid-joint was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the smart coil¿s introducer sheath friction lock was tight. The ID of the introducer sheath was measured and found to be within specification. The od of the pusher assembly mid-joint was measured and found to be within specification. However, during the functional test it was observed that the friction lock was tight and moderate force was used to advance the pusher assembly within its introducer sheath. The root cause of the friction lock being too tight could not be determined. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician placed four smart coils in the target vessel using a non-penumbra microcatheter. After that, the physician removed a new smart coil from its dispenser hoop and attempted to push it out of its introducer sheath prior to insertion into the microcatheter; however, the smart coil would not advance out of the introducer sheath. Therefore, the smart coil was set aside and the procedure was completed using additional smart coils and other coils. There was no report of an adverse effect to the patient.